Event description:
The patient reported that their lead was defective. The leads removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned and analyzed. Analysis revealed that the proximal conductor was fractured. It was also noted that defibrillator conductor was fractured and distorted. The outer tubing was kinked/buckled and had environmental stress cracking breach/breach (non-electrical). The outer tubing overlay was melted and had cosmetic environmental stress cracking. There was also a white substance and blood/body fluid on the outer tubing overlay. The outer insulation was torn. And there was blood in/on the helix/lobe mechanism.